Manufacturer narrative:
The reported event was confirmed. A distal end perc lead replacement was performed and approximately 12" of the external portion/distal end of the percutaneous lead was returned for further evaluation. Although the hospital expressed concern for potential pump thrombosis, the reported alarms would have been the result of the compromised wires confirmed during our evaluation of the returned portion of percutaneous lead. The examination of the returned portion of lead revealed that the green and yellow wires were fractured at the terminus of the bend relief. The characteristic of the disruption appeared consistent to fatigue failure as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The green and yellow wires represent motor phase 1. At least one wire from each motor phase must be intact for the pump to operate. The disruption of these wires would have left the pump operating on only two of the three motor phases and would have resulted in the observed speed drops and pump stops (regardless of whether the patient was on battery support or connected to the power module). A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was in the emergency room with "unusual alarms." Discussed further and there were no pump off, pump stops, low speed events or pump disconnect events noted in the history. The doctor stated she was concerned the patient had a driveline fracture due to an area of concern approximately 6 cm from the system controller. The doctor also stated when auscultating the lvad, the heart sounds were louder and the lvad hum was softer. The doctor also stated she was concerned about a pump thrombosis. The patient is stable and looks good; there are no other symptoms suspicious of thrombus. The log file did confirm multiple low speed operations and pump stoppages. A percutaneous lead repair was completed on (B)(6) 2014.